Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient underwent surgical intervention to replaced the rv lead due to dislodgement. The issue was resolved with replacement of the lead. The patient`s condition was reportedly good before, during and after the procedure.